Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right atrial (ra) lead reported that the sutures over her implant site were exposed. The patient also reported that the area was slightly inflamed. The patient was addressing the issue by covering the site with a chlorhexidine gluconate anti-microbial dressing. The patient was referred to her implanting physician, however, no report of follow up action was obtained. The patient's system remains in service. No additional adverse patient effects were reported.